Event description:
The patient's system was explanted due to a midline infection.

Manufacturer narrative:
The explanted leads were discarded by the medical facility and will not be returned for evaluation.